Event description:
Customer reported a cracked and shattered touchscreen on their pump, rendering the touchscreen unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. Technical support arranged a replacement for the pump, confirmed the shipping address, and provided instructions for placing the malfunctioning pump into storage mode before its return, which the customer understood and acknowledged. The customer was advised to use an alternate insulin delivery method to ensure no interruption in insulin delivery.